Manufacturer narrative:
This supplemental report is being submitted as the event was found to be a duplicate of manufacturing report number 2015691-2025-07231. The event investigation, device evaluation, and applicable reporting activities will be performed under manufacturing report number 2015691-2025-07231.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 20mm sapien 3 ultra resilia valve, the valve was successfully implanted, and the team wanted to post dilate the valve. The team inflated the 20mm atlas to 12-14atm twice, and post angiogram showed central pulmonary regurgitation possibly due to a stuck leaflet. The team was able to confirm that 2 of the leaflets were functioning appropriately. The operator attempted to use a pigtail to dislodge the stuck leaflet but was unsuccessful. It was then determined to place a second 20mm sapien 3 ultra resilia valve. The patient underwent a valve in valve procedure. There was no pulmonary regurgitation was seen.

Manufacturer narrative:
Investigation is still ongoing.